Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to convatec remediation protocol (B)(4) and protocol (B)(4). Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report will be filed on a supplemental MDR.

Event description:
It was reported that "the package didn't seal and dressing out."